Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection and hematoma. This device was explanted and a hematoma drainage was performed. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection and hematoma. This device was explanted and a hematoma drainage was performed. No additional adverse patient effects were reported. The device is not expected to be returned for analysis. Additional information was received which indicated the lead remains in service. No explant procedure was performed at this time.